Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9.5f power hickman d/l catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Therefore, the investigation is inconclusive for the reported hole in the catheter issue as the distal segment was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twelve days post a chronic catheter placement, the catheter allegedly developed a hole. It was further reported that the patient was allegedly diagnosed with thrombosis. Furthermore, the patient was treated for thrombus. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D4 (expiration date: 08/2025). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and twelve days post a chronic catheter placement, the catheter allegedly developed a hole. It was further reported that the patient was allegedly diagnosed with thrombosis. Furthermore, the patient was treated for thrombus. Reportedly, the catheter was removed and replaced. The current status of the patient is unknown.